Manufacturer narrative:
(B)(4). The analysis results found that an er420 device was returned instead of an er320 as reported, in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width.   In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed nine clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the device inside the patient. It was unknown which firing this occurred on or if the clips were retrieved from the patient. An er420 was pulled to complete the procedure. There was no patient consequence.